Manufacturer narrative:
A ge service rep performed an on-site investigation. The mcu board was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the joystick (remote user interface) was not working and the system was unusable. The joystick is critical for the type of imaging the motorized c-arm was designed for. The system would e effectively unusable. There is no report of pt injury.